Manufacturer narrative:
On 14-feb-2024, bwi received additional information indicating that air did not enter the patient. Air only entered through the side port only. The patient had not experienced any neurological symptoms since the procedure. On 26-feb-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed. It was reported that a patient underwent a pulmonary vein isolation (pvi) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team identified that air leaked from the side port. Air was drawn into three-way cock and the air was found inside side port only. The issue occurred when the catheter was accessed into the left atrium in a pvi procedure, before ablation. The issue was resolved by replacing the vizigo sheath with another new one. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no issues were observed. A device history record evaluation was performed for the finished device number 60000252 and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team identified that air leaked from the side port. Air was drawn into three-way cock and the air was found inside side port only. The issue occurred when the catheter was accessed into the left atrium in a pvi procedure, before ablation. The issue was resolved by replacing the vizigo sheath with another new one. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).